Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at the manufacturer¿s service center. During functional testing, the device failed the pressure auto-null valve test. Following this failure, the device was returned to the technician for further evaluation. Additionally, and unrelated to the reportable malfunction, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The rubber feet were found to be missing and were replaced. The enclosure top plate and enclosure gasket were replaced due to damage. The low-flow oxygen tubing was noted to be discolored and was replaced. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.